Event description:
When the physician was using the radialsource introducer, he removed the vessel dilator and a big bleeding started to occur which was stopped by the physician's thumb. It appeared that there was no hemostatic valve. The pt was stable, no requiring a transfusion, but he felt sick during the rest of the procedure.

Manufacturer narrative:
Na